Manufacturer narrative:
Physio-control further examined the removed user interface pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u8. The ic chip was thermally sensitive to heat.the removed system controller pcb assembly was an ancillary part and there was no failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported lock-up condition. Physio then replaced both the system controller and user interface pcb assemblies, as well as completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device appeared to lock-up during a patient event. The nurse who reported the event advised that she was monitoring the patient's ECG when she observed that the ECG waveform on the display was frozen. A backup device was obtained and used to continue patient care. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient was provided.